Manufacturer narrative:
(B)(4). Unknown 36mm bearing cat#ni lot#ni. (B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2022 - 01796.

Event description:
It was reported that a patient underwent a revision procedure due to instability and dislocation. Attempts have been made and additional information on the reported event is unavailable at this time.